Event description:
A posterior foot break which was not returned was found during evaluation of the returned device. The location of the detached foot is unknown.

Manufacturer narrative:
The device was returned for analysis. The reported suture detachment was not confirmed; however, the device was returned with a posterior needle to cuff miss. Returned device analysis identified the posterior foot was separated and not returned. The location of the detached foot is unknown. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device, using the pre-close technique, via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, a suture break occurred. The sutures of two additional proglide devices were successfully preplaced using the pre-close technique at both common femoral arteries. The sheath was upsized to 14f and the tavr procedure was completed. Hemostasis was achieved using the successfully preplaced sutures of the two proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.